Event description:
During a ptca procedure, the 15mm x 2.5mm maverick2 monorail balloon ruptured a 6 atms. It is further reported a 9mm x 1.5mm maverick monorail was used to predilate the lesion while the 15mm x 2.5mm maverick2 monorail balloon was being used to dilate the lesion. The number of total inflations and to what atms is unk. It is noted the balloon remained in one piece and was successfully removed. The lesion being treated was in the circumflex (cx) coronary artery. No pt injuries or complications were reported. Pt status is reported as 'good'.